Manufacturer narrative:
H10: the actual sample was not available; however, a video of the sample was provided for evaluation. During visual inspection of the provided photographic samples, a leak was observed originating from the connection at the y connector between the replacement line and the deaeration chamber. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from a damaged replacement (purple) line of a prismaflex m150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.